Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
While in the hospital due to end-stage prostate adenocarcinoma, the patient fell on the left shoulder. The device was interrogated and the sensing and threshold both decreased. The hv therapy, which was never needed by the patient, was inactivated due to medical history and age.